Event description:
According to the reporter, the absorbable suture was "brittle and crumbling" when the package was opened and was therefore unusable.

Manufacturer narrative:
Evaluation summary: on august 18, 2008, nine individual packages (pouches) of suture were returned by the health professional and evaluated by cp medical. Two of the primary foil packages had slight "channels" in one corner area of the seal. The remaining seven packages were intact without channels. The suture tested from the seven intact packages met specifications. The remaining two sutures from the packages with channels were too brittle to be tested for tensile strength. The sterile barrier seals on the secondary "overwrap" tyvek pouches in all cases were intact. In-house testing of retained samples from the subject lot confirmed that there was an intermittent seal problem with this lot. Eight of ten retained samples could not be tested for tensile strength, due to the suture literally breaking into fragments when the packages were opened. These samples also contained the slight "channels" in one corner of the foil pouch seal. The sterile barrier seals on the secondary "overwrap" tyvek pouches in all cases were intact. The device history records for this lot were reviewed. The diameter, tensile strength and needle pull tests all met specification. The drying records are within specification. There were no other complaints on this lot number, nor were there any non-conformances or corrective actions for this lot number. The conclusion, is that intermittent incomplete seals on this lot of product led to the suture absorbing moisture from the ambient environment, reducing the tensile strength of the product to the point that the customer samples were "brittle and crumbling" and therefore unusable. Corrective action has been taken with the contract facility that sealed these packages. A recall has been issued to remove any product from lot #l0535440 remaining in the field.